Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during vascular planned treatment. The procedure was completed after restarting the system. It was reported to philips that the system failed to emit x-rays. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found technical room temperature to be high than optimal temperature. To resolve the issue, the fse instructed the customer to maintain an optimal temperature in the technical room. After restarting the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If geometry movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An unable to perform geometry movement which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.